Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: the report that the tip of the dilator bent during insertion was confirmed through evaluation of the returned sample. The customer returned one 10 fr x 4" dilator and several other components. Visual examination found that the dilator body was bent near the tip. Additionally, the tip was deformed indicating that resistance was encountered. The dilator drawing specifies an outside diameter of .135/.138 inches. The outside diameter of the dilator body was measured at .1369". Because of the damage, the inside and outside diameters of the tapered tip could not be accurately measured. The instruction booklet recommends enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history records review was performed and found no evidence to indicate a manufacturing related cause. A risk evaluation was performed for this issue. Other remarks: based on the sample evaluation and information provided, it appears that operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia/ICU, the tip of the dilator bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or compilations to the patient as a result of this occurrence.